Event description:
It was reported the patient had fallen and experienced an increase in pain. The hcp was concerned that the pump may have been damaged and was not working. Refills were "normal". A dye study was performed with normal results. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.